Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("punctured right tube/ migration of essure device location of device: moved inside of tube, closer to the ovary") and device breakage ("device breakage") in an adult female patient who had essure (batch no. C18715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acute pharyngitis and fever. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced tooth disorder ("dental issues/ dental problems"), hot flush ("hot flashes") and arthralgia ("lower hip pain"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"), anxiety ("anxiety"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal distension ("bloating"), mood swings ("mood swings"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (bilateral salpingectomy performed on (B)(6) 2016) and surgery (bilateral salpingectomy performed on (B)(6) 2016). Essure was removed on 7-apr-2016. At the time of the report, the fallopian tube perforation, device breakage, alopecia, abdominal distension, tooth disorder, mood swings, dyspareunia, hot flush, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, arthralgia and abdominal pain lower outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hot flush, migraine, mood swings, nausea, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: she had need for additional surgery current weight 165 lbs. Approximate weight at the time of essure placement 145 lbs. Insertion details- the essure micro-implants were placed in the cornua using standard technique the right cornua had 4 visible coils and the left cornua had 1 visible coils the hysteroscope and instruments were then removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain in female, migraine ,dysmenorrhea,dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('punctured right tube/ migration of essure device location of device: moved inside of tube, closer to the ovary/ perforation (fallopian tube(s)') and device breakage ('device breakage') in an adult female patient who had essure (batch no. C18715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acute pharyngitis and fever. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines, migraines/ headaches"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced tooth disorder ("dental issues/ dental problems"), hot flush ("hot flashes") and arthralgia ("lower hip pain/ pain right lower hip/ my joints would hurt so bad that I would wake up at night"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), anxiety ("anxiety"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss/ I was loosing my hair by the handfuls") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal distension ("bloating/ I constantly looked pregnant"), mood swings ("mood swings"), abdominal pain lower ("lower abdominal pain"), inflammation ("inflammation"), pain ("my body hurt"), pain in extremity ("constant pain in my right leg"), asthenia ("I had no energy") and hypersomnia ("I didn't want to do anything but sleep all day") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, alopecia, abdominal distension, tooth disorder, dyspareunia, hot flush, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, fatigue, abdominal pain lower, inflammation, pain, pain in extremity and hypersomnia outcome was unknown, the mood swings had resolved and the nausea, weight increased, arthralgia and asthenia was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, asthenia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hot flush, hypersomnia, inflammation, migraine, mood swings, nausea, pain, pain in extremity, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: she had need for additional surgery current weight 165 lbs. Approximate weight at the time of essure placement 145 lbs. Insertion details- the essure micro-implants were placed in the cornua using standard technique the right cornua had 4 visible coils and the left cornua had 1 visible coils the hysteroscope and instruments were then removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain in female, migraine ,dysmenorrhea,dyspareunia. Concerning the injuries reported in this case, the following one was reported via social media : inflammation, pain, pain in extremity, asthenia, hypersomnia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: fu 4 and 5 processed together. Plaintiff fact sheet and social media contents received : outcome of arthralgia and nausea updated. Event added- inflammation, pain, pain in extremity, asthenia, hypersomnia. On 16-oct-2019: fu 4 and 5 processed together. Plaintiff fact sheet received . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("punctured right tube/ migration of essure device location of device: moved inside of tube, closer to the ovary") and device breakage ("device breakage") in an adult female patient who had essure (batch no. C18715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acute pharyngitis and fever. On (B)(6) 2015, the patient had essure inserted. In april 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced tooth disorder ("dental issues/ dental problems"), hot flush ("hot flashes") and arthralgia ("lower hip pain"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"), anxiety ("anxiety"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal distension ("bloating"), mood swings ("mood swings"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (bilateral salpingectomy performed on (B)(6) 2016) and surgery (bilateral salpingectomy performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, alopecia, abdominal distension, tooth disorder, mood swings, dyspareunia, hot flush, anxiety, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue, arthralgia and abdominal pain lower outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hot flush, migraine, mood swings, nausea, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: she had need for additional surgery current weight 165 lbs. Approximate weight at the time of essure placement 145 lbs. Insertion details- the essure micro-implants were placed in the cornua using standard technique the right cornua had 4 visible coils and the left cornua had 1 visible coils the hysteroscope and instruments were then removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain in female, migraine ,dysmenorrhea,dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: hot flashes, anxiety, bladder problems, urinary problems, migraines / headaches, nausea, device breakage, dysmenorrhea, fatigue, weight gain, lower abdominal pain, right hip pain were added. Lot number and new reporters, date of birth were added. Outcome of event weight increased from unknown to recovering/resolving was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("punctured right tube") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, alopecia ("hair loss"), abdominal distension ("bloating"), tooth disorder ("dental issues"), mood swings ("mood swings") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the fallopian tube perforation, alopecia, abdominal distension, tooth disorder, mood swings and dyspareunia outcome was unknown. The reporter considered abdominal distension, alopecia, dyspareunia, fallopian tube perforation, mood swings and tooth disorder to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.